Manufacturer narrative:
Visual inspection of the replaced components confirms signs of wear in the fixture-abutment press fit connection. The root cause is wear due to overload considering the reported high activity of the patient, that this is the first abutment replacement after s2 surgery and the lack of any other cause leading to wear issues. The new abutment and abutment screw were installed and the patient is back on the system.

Event description:
Abutment and abutment screw replacement surgery for a patient due to press fit wear that resulted in black secretion out of the abutment exit site and loosening with no soft tissue complication. The patient had the components replaced as a day surgery procedure.